Event description:
No ECG waveform was noted on the central monitor. The monitor was not alarming. Alarm status was reviewed in the room and at the central station and all were found to be set appropriately. The pt's rhythm was undetected for a total of 31 minutes without the monitor alarming. The bedside unit was tested by clinical engineering. The event could not be duplicated. This seems to be a random incident of software problems in the bedside processor unit.